Event description:
Customer reportedly received the following mobile/aviva system results within 10 minutes: 2.1 mmol/l and 7.8 mmol/l; 3.2 mmol/l and 8.1 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva system. Will not be returned to manufacturer.